Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported repeated restart 28 alerts occurring daily, sometimes multiple times per day. A replacement ilet was arranged, with instructions for return, data syncing, and startup of the new device. At the time of the call, the user¿s blood glucose (bg) was 300 mg/dl due to running out of insulin. No symptoms experienced during the event, outside assistance, or medical intervention were reported at the time of call.